Manufacturer narrative:
B5: upon follow up, it was reported that peritonitis was manifested by cloudy effluent. The patient was given antibiotics the day after admission to the hospital. The antibiotic treatment was discontinued nine days after starting. The patient underwent removal of pd catheter on the same day. The patient was switched to hemodialysis treatment the day after the pd catheter was removed. It was reported that the cause of heart failure was related to "ihd with strong cardiovascular risk factors and presence of vf". H11: the actual device was not available; however, a video of the sample was provided for evaluation. Review of the video showed fluid flow through the set with white twist clamp in closed position. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set during use. It was further reported the transfer set "was leaking from the tip, despite twist clamp was closed". Subsequently, the patient experienced peritonitis. It was reported the patient was hospitalized for the event. The patient received unspecified antibiotics intraperitoneally as treatment for the event. On an unreported date, during hospitalization, the patient passed away. The cause of the death was reported as "due to heart failure during admission". It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.